Manufacturer narrative:
Received 1 used large arcticgel pad kit. The reported issue was unconfirmed, as the problem could not be reproduced. The visual inspection noted the hydrogel appeared to peel off in one spot on the right thigh pad and the left torso pad. Further inspection noted the connector on the right torso pad appeared to be damaged. Functional evaluation results are as follows: the pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 4.14 l/min m2 of flow rate were registered during the test. Left chest pad: a total of 2.92 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.14 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that during therapy, low flow was detected on the device. Disconnection and reconnection of the pads, filling the reservoir, and replacing the arctic sun 5000 for an arctic sun 2000, did not resolve the issue. However, replacement of the pads, while using the arctic sun 2000 resolved the issue. The flow rate was 2.5lpm with the new pads. It was later reported that the patient was able to continue therapy on the second device, and second set of pads with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during therapy, low flow was detected on the device. Disconnection and reconnection of the pads, filling the reservoir, and replacing the arctic sun 5000 for an arctic sun 2000; did not resolve the issue. However, replacement of the pads, while using the arctic sun 2000 resolved the issue. The flow rate was 2.5lpm with the new pads. It was later reported that the patient was able to continue therapy on the second device, and second set of pads with no further issues.